Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 26-feb-2023, it was reported that the infusion set tubing came apart at the tubing connector while the patient was sleeping and sitting. The site location was patient's left thigh, and the pump was located on the left side or middle of the hip. The infusion had been used for 2 days. Reportedly, the infusions were not stored or used in a place where they  might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.